Event description:
Reportedly, the patient was undergoing a non-pacemaker surgery when noise was detected on the atrial lead. The device captured this noise as a v burst electrogram, although the device was pacing in the ventricle, there does not appear to be any ventricular capture, as compared to other stored or real time electrograms. The customer would like to know why there is a difference in the electrograms, and if indeed there was loss of ventricular capture. Excerpts form the nurse "yes, I did confirm with the patient that the episodes of noise did occur during surgery, so I would assume that it was from cautery as well. She was not symptomatic at the time, as she was under general anaesthetic. I am aware that it is always a good idea to reprogram dependent patients prior to surgery, however, in this case, we were unaware that the patient was due for surgery, as they did not contact us. Also, they¿re surgery took place at a different hospital."

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the patient was undergoing a non-pacemaker surgery when noise was detected on the atrial lead. The device captured this noise as a v burst electrogram, although the device was pacing in the ventricle, there does not appear to be any ventricular capture, as compared to other stored or real time electrograms. The customer would like to know why there is a difference in the electrograms, and if indeed there was loss of ventricular capture. Excerpts from the nurse "yes, I did confirm with the patient that the episodes of noise did occur during surgery, so I would assume that it was from cautery as well. She was not symptomatic at the time, as she was under general anaesthetic. I am aware that it is always a good idea to reprogram dependent patients prior to surgery, however, in this case, we were unaware that the patient was due for surgery, as they did not contact us. Also, they¿re surgery took place at a different hospital."